Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the patient underwent ablation of the tibula/fibula at which time a "needle" from the device broke and remained within the tibial shaft, with a plan not to attempt removal of the retained device. Eleven days later, at the patient's post procedure follow-up the patient present with reddening at the insertion site. The patient was prescribed abx (keflex) and referred for an incision drainage (I&d) and removal of the retained foreign body. (Rfb).

Event description:
It was reported that during a radiofrequency ablation treatment procedure, a tip detachment occurred. This soloist rf probe was selected to treat an unspecified tumor. While performing a cat scan, it was clear that in the last case completed month ago, a piece of the probe had broken off and remained inside the patient. The physician consulted with an orthopedic surgeon and they noted that "there are no problems everyone is fine with it". The second procedure was successfully completed. No patient complication were reported and the patient status is perfect.